Event description:
Complainant alleged that while attempting to treat a female pt, the device did not discharge and displayed a "defib fault 79" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to pt due to the reported malfunction.